Event description:
The user facility reported to terumo cardiovascular sys that prior to vein harvesting procedure, during set-up, the endoscope was blurry and off ctr. The product was changed out. There was no pt involvement as this occurred during set-up. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has not been completed. (B)(4).